Manufacturer narrative:
A visual examination of the returned device found the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint, that the clevis of the device was bent. Additionally, the bent clevis arms could interfere with device withdrawal from the scope. It is likely, excessive force was applied to the device as a result of anatomical or procedural factors and caused the clevis arms to bend. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, the device was used to collect tissue four times. On the fifth attempt the physician could not remove the device from the elevator of the scope. The scope and device were removed from the patient together. The clevis of the device was bent and the pull wire came out of the sheath. The procedure was completed with the four biopsies that were taken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, the device was used to collect tissue four times. On the fifth attempt the physician could not remove the device from the elevator of the scope. The scope and device were removed from the patient together. The clevis of the device was bent and the pull wire came out of the sheath. The procedure was completed with the four biopsies that were taken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, patient age, date of birth, gender and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.